Event description:
A central line was requested due to poor venous access secondary to massive obesity. Patient has chronic tracheostomy. Attempt at placement of wire guide in lateral aspect of subclavian approach with poor wire guide advancement, therefore approach abandoned with removal of needle and wire guide on bloc. Second attempt of canulation made more proximal with good blood return, and smooth advancement of wire guide. Tissue dilators utilized with difficulty secondary to patient size. After tissue dilators utilized, wire guide disruption noticed with breakage of central piece of wire but in-tact outer coil. Attempt made to advance large tissue dilator over disrupted wire guide without success. Then remaining wire guide attempted to be removed with needle driver at which time the wire guide broke-off completely. Unable to retrieve distal end at that time. Chest x-ray confirmed distal end located in subclavian region with proximal end in appropriate position in superior vena cava. Interventional radiologist and vascular surgeon consulted. Approximately 12 hours later, the wire guide was successfully removed by an interventional radiology procedure.

Manufacturer narrative:
Evaluation: the product was returned in a used and damaged condition. A visual examination confirmed the separation of the wire guide, exhibiting coil elongation. Upon further examination a 45 degree bend in the mandril wire was detected at the point of separation. Approximately 4cm from the apex of the "j" curve, a 90 degree bend was also noted to be present in the wire guide. Considering the characteristics displayed, it is feasible to suggest the supplied wire guide may have fractured during the procedure due to a constant back and forth motion (bending). The mandril wire is verified 100% by our quality control department for proper prepping prior to shipping. They also visually inspect for bends, kinks, adequate joint strength and other surface imperfections. The appropriate individuals have been notified of this event, and we will continue to monitor for similar occurrences.